Manufacturer narrative:
Concomitant medical products: product ID: b3301542, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. Product ID: b3301542m, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. The main component of the system. Other relevant device(s) are: product ID: b3301542, serial/lot #: (B)(4), ubd: 18-oct-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the left lead was measured and marked, the lead was passed on to the resident to insert it into the patient. After the lead was placed, the doctor noticed that the lead had been inadvertently placed into the brain upside down. The lead was withdrawn, remeasured and implanted successfully. Impedances were checked and were within normal limits. The issue was resolved. It was also reported that after the right lead was placed, impedances were checked and all combinations with contact 2a came back as investigate. Impedance values were greater than 15k, possibly related to the oxidation residue on the leads. The screening cable was twisted a couple of times per our recommendation and impedances dropped to 13k. Cable was twisted again to try and remove the residue and impedances were rechecked and were 12k. Stimulation was then run through contact 2-3+ for about 45 seconds. Impedances were checked again and were 11k. The doctor decided to implant since the values were dropping closer to normal. Stage 2 was then performed and all impedances came back normal with no issues. The issue was resolved.

Event description:
It was reported that after the left lead was measured and marked, the lead was passed on to the resident to insert it into the patient. After the lead was placed, the doctor noticed that the lead had been inadvertently placed into the brain upside down. The lead was withdrawn, remeasured and implanted successfully. Impedances were checked and were within normal limits. The issue was resolved. It was also reported that after the right lead was placed, impedances were checked and all combinations with contact 2a came back as investigate. Impedance values were greater than 15k, possibly related to the oxidation residue on the leads. The screening cable was twisted a couple of times per our recommendation and impedances dropped to 13k. Cable was twisted again to try and remove the residue and impedances were rechecked and were 12k. Stimulation was then run through contact 2-3+ for about 45 seconds. Impedances were checked again and were 11k. The doctor decided to implant since the values were dropping closer to normal. Stage 2 was then performed and all impedances came back normal with no issues. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID b3301542 serial# (B)(6) implanted: (B)(6) 2021 product type lead product ID b3301542m serial# (B)(6) implanted: (B)(6) 2021 product type lead. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.